Event description:
It was reported that during lead revision, the patient received inappropriate high voltage therapies shortly after connecting the new leads to the device. Upon explant, interrogation found that the device was in back up vvi mode. The patient condition was fine post-procedure.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to a power-on reset (por). The device was tested on the bench and hv output circuit was found damaged. An arc mark was found on the device can. It is believed that a lead anomaly caused the arcing which resulted in the hv output circuit damage and por.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.